Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-14011 and 1627487-2013-14013. The patient reported, she had not been receiving effective stimulation and had stopped using and charging her scs system over a year ago. There is no plan to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.